Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. The reported activation failure including expansion failures (inflation/deflation issues) could not be tested as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified and tortuous left anterior descending (lad) artery. The 2.75 x 38 mm xience sierra stent delivery system was advanced to the target lesion. An attempt was made to deploy the stent and the delivery system balloon was noted to have a tear. The stent was unable to be deployed. There was no adverse patient effect and no clinically significant delay. A non-abbott device was used, no additional information was provided.